Event description:
Caller reported cartridge alarm 20 occurring daily for the last two weeks, but the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Tandem technical support advised the customer to continue using the current pump until a replacement with updated software was received. Cts provided guidance on using backup therapy, updating software, and pump storage, and advised on steps to follow upon receiving the replacement pump. The problematic pump was to be returned using a pre-paid label within 10 days, and no signature was required for delivery.